Event description:
During a pci treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 6 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a mach1 guide catheter and a conquest guidewire to cross the lesion. The maverick2 monorail balloon was removed from the patient. The physician attempted to use a sprinter balloon, then a torenous stent, but neither could cross the lesion so the procedure was stopped. No patient injuries or complications were reported. Patient status is reported as 'steady'.